Manufacturer narrative:
H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following a transcatheter aortic bioprosthetic valve replacement procedure, the post-operative echocardiogram showed no paravalvular leak (pvl). However, at the one-month post-operative follow-up appointment an echocardiogram showed mild pvl. In addition, a computed tomography scan showed grade ii extensive hyperattenuated leaflet thickening of the right coronary cusp and non-coronary cusp and minimal halt of the left coronary cusp which lead to hypoattenuation affecting motion. The patient was started on an anticoagulant medication.